Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-apr-2022 to 11- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner issue was due to hotfix requirement. A technical support specialist applied a particular black screen hotfix to the machines to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had multiple caregiver's bio ID failed multiple times; the screen blanks and automatically reboots. This issue has occurred during procedures. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow multiple caregiver to log in using fingerprint scanner. Customer stated that the screen went blank and started rebooting and no other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions were updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the fingerprint scanner issue was due to hotfix requirement. A technical support specialist applied black screen fix to resolve. The system was functional as intended.